Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event is detectable/preventable by handling the product in accordance with the following IFU: cf-ez1500di IFU operation manual ¿important information ¿ please read before use¿ ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the colonovideoscope exhibited foreign material from the objective lens. There was no patient involvement in this event.